Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the emergency stop button does not work, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Provider states the emergency stop switch will not stop unit from functioning.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the emergency stop switch will not stop unit from functioning.